Event description:
Paramedics were called to treat a pt in cardiac arrest. Paramedics attempted to pace the pt with a "demo" unit that was on loan to them. Paramedics found that the pacing rate would not increase beyond 60 bpm. Upon arrival at the hospital, the pt was asystolic, and did not survive. It is believed that the alleged failure of the device did not contribute to the death of the pt, because if pacing could have helped, 60 bpm would have been sufficient to sustain the pt. After extensive testing, it has been determined that the pacing function is working normally. The rate does adjust through the full range. It is believed that the alleged malfunction was caused by the user's lack of familiarity with the device. The event is not occurring more frequently or with greater severity than is usual for the device.